Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were implanted successfully. Following implant, an anterior view x-ray showed suitable system placement; no testing was performed due to the patient being in chronic atrial fibrillation without adequate anticoagulation therapy. The following day, anterior and lateral x-rays showed the electrode was no longer in an ideal position as it had migrated laterally and had not been tunneled deeply enough to affix to the sternal fascia on the distal 2/3 of the coil. A revision procedure was performed wherein the electrode was accessed via the xiphoid incision and repositioned without consequence. Subsequent x-rays indicated good system placement and system testing returned suitable measurements. No adverse patient effects were reported. This system remains in service.